Event description:
It was reported by customer's father that the drive support cap is protruded. The customer's blood glucose reading is 357 mg/dl. Customer will treat with manual injection. Advised caller that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.